Event description:
A patient's death was reported. Two weeks prior to the patient's death, the manufacturer's representative was notified that the patient's existing generator experienced early depletion, and the left ventricular (lv) lead had high thresholds. The physician decided to extract the existing system and replace it; there was to be a "prophylactic replacement by laser lead extraction." During the laser lead extraction of the right ventricular pace/sense lead (prophylactically placed two and one-half years before the extraction) the patient experienced a tear at the superior vena cava (svc) /coronary sinus (cs) area and died. Per the patient's certificate of death, the cause of death was due to complications of ventricular "pacemaker lead removal" inclusive of laser with hemorrhage, and an underlying cause of non-ischemic cardiomyopathy.

Manufacturer narrative:
The product was returned to the manufacturer; analysis is pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 5076-85 implantable pacing lead, (B)(6) 2009; d224trk implantable cardiac resynchronization therapy defibrillator, (B)(6) 2009; 694965 implantable tachy lead, (B)(6) 2006.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary # (B)(4) -the partial lead was returned to the manufacturer in segments and analyzed. No anomalies were found. There was apparent explant damage. A visual analysis was performed only.